Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, loss of sensing was noted in the right ventricular (rv) lead. The physician attempted to reposition the rv lead but was not successful. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of loss of sensing was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.